Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on (B)(6) 2026. The patient reported that infusion set came off from the skin due to moisture leading to high blood glucose level requiring treatment with multiple daily injections no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.